Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. Visual inspection of the returned photo found no observations pertaining to the nature of the reported event or any other anomaly. The overall complaint was not confirmed as the observed condition of the milagro advance screw 8x23mm would have not contributed to the complained device issue.¿ based on the findings, the investigation could not draw any conclusions and no potential cause about the reported event can be established due to the insufficient evidence provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
During surgery, at the time when tunneling was performed in the femur, the tendon was fixed with a milagro advance screw device. It happened that when the surgeon was placing the screw with the rachet handle, its distal part was broken. This novelty did not cause damage or affect the patient because 2/3 of the remaining screw were left in the femur tunnel doing the function of interference. This being the reason why there was no discomfort on the part of the specialist. The surgery was completed successfully. There was no delay to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.